Event description:
On (B)(6) 2012, the reporter contacted animas and stated that shortly after receiving a low battery alarm, the pump reportedly powered off an hour later. The patient reported that over the last 2 months the low battery warning was getting shorter and that he was not receiving any replace battery warnings from the pump. It was indicated that there were no replace battery alarms noted in pump's history. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box history showed multiple low battery alarms; there were no replace battery alarms due to the pump voltage not reaching threshold. The pump booted normally and was exercised for 24 hours without power issues. The pump was tested with an external power supply and the pump electrical draws were found to be within specifications. No defects were found related to the power complaint. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.